Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no reported impact to the customer's blood glucose level was the customer had not tested at the time of the call. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.